Event description:
The lead was explanted due to perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.